Manufacturer narrative:
The complainant was unable to report the serial number; therefore the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the spyscope ds and spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds and spyglass ds controller were used during a cholangioscopy procedure performed in the biliary duct on (B)(6) 2020. According to the complainant, during the procedure, it was noticed that the image of the spyscope ds was lost approximately 5 minutes into the procedure. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.